Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.it was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. Device not returned.

Event description:
It was reported that in 2011, patient underwent a total right hip arthroplasty due to end-stage right hip osteoarthritis. The surgery was performed and was implanted with a stryker lfit anatomic v40 femoral head bearing. It was further reported that due to failure of the product the patient underwent a revision surgery on (B)(6) 2018. The patient continues to experience significant pain and dysfunction in his right hip and is carrying on with recuperation from the revision surgery.

Manufacturer narrative:
Additional information: explant date. An event regarding revision surgery for 'failure of the product' involving a metal head was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as product was not returned. -clinician review: no medical records were received for review with a clinical consultant. -device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including the failure mode, operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported that in 2011, patient underwent a total right hip arthroplasty due to end-stage right hip osteoarthritis. The surgery was performed and was implanted with a stryker lfit anatomic v40 femoral head bearing. It was further reported that due to failure of the product the patient underwent a revision surgery on (B)(6) 2018. The patient continues to experience significant pain and dysfunction in his right hip and is carrying on with recuperation from the revision surgery.